Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker exhibited fc1003 error message indicator that the battery voltage is too low for the projected remaining capacity. There was no patient involvement at the time of this issue.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the code 1003 was triggered due to a cold weather exposure. The device voltage tracked the temperature and it was recovered when it got in warmer temperatures. No product problem.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity, during a pre-implant interrogation. Engineering analysis confirmed the code 1003 was triggered due to cold weather. There were no other concerning codes or resets. It was determined the device is operating normally and was cleared for implant. No patient involvement.